Event description:
It was also noted that prior to explant, no pacing was observed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by premature battery depletion. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that when an asymptomatic patient presented for a routine follow up, the device could not be interrogated. The device was explanted and replaced. The patient had no immediate complications post procedure.